Event description:
It was reported that the patient experienced discomfort that was probably due to pacemaker syndrome. The implantable pulse generator (ipg) device exhibited abnormal behavior with an abrupt change of battery voltage and impedance since last interrogation. Premature battery depletion was suspected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.